Event description:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor pca was replaced to resolve the issue. The device was tested and operated as it should. Device was not in patient use.